Manufacturer narrative:
Samples were received and forwarded to the mfg site for investigation on 12/09/2008. Investigation results will be submitted in a supplemental report. Add'l lot number: 14459, 06:13.

Event description:
Customer called to say that she has used IV 3000 for 9 years. The last 2 boxes of dressings have failed for the same reasons. When she gets the dressings wet many dressings start to peel back at the edges and the backing slides off and the adhesive remains. Twice her cannula has come out but she immediately replaced it, and her blood sugar did not go up.